Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/urinary tract/vaginal); infection: pid'), cervix carcinoma ('history of ovarian cancer/cervical cancer') and ovarian cancer ('history of ovarian cancer/cervical cancer') in a 27-year-old female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dehydration, vomiting, appendicitis, bowel obstruction, cholecystitis, cholelithiasis, pancreatitis, dysplasia, paratubal cyst, fever, diarrhea, unilateral leg swelling, dizziness, vaginal discharge, colitis, pap smear and grand multiparity. Ectopic pregnancy risk: no risk factors noted. Previously administered products included for an unreported indication: mirena. Concurrent conditions included suprapubic pain, headache, light-headed feeling, gastroenteritis, lower abdominal pain, pelvic pain, bacterial vaginosis, spotting vaginal, left lower quadrant pain, diverticulitis, gastritis, ovarian torsion, ureterolithiasis, urinary tract infection, bipolar disorder, peptic ulcer disease, pyelonephritis, ureterolithiasis, right lower quadrant pain, adenomyosis, constipation and irregular periods. Concomitant products included antibiotics, doxycycline, hydrocodone bitartrate;paracetamol (norco) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), groin pain ("groin pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);") and menorrhagia ("menorrhagia"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain;"), endometriosis ("reproductive system disorder or condition: endometriosis,"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts,"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse);") and ovarian disorder ("other injuries: ovarian") and was found to have cervix carcinoma (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- laparoscopic assisted vaginal hysterectomy with bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, cervix carcinoma, ovarian cancer, pelvic pain, abdominal pain, groin pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, endometriosis, ovarian cyst, nausea, dyspareunia and ovarian disorder outcome was unknown. The reporter considered abdominal pain, cervix carcinoma, dysmenorrhoea, dyspareunia, endometriosis, groin pain, menorrhagia, nausea, ovarian cancer, ovarian cyst, ovarian disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal hemorrhage, nausea, abdominal pain, groin pain, ovarian cysts, pelvic inflammatory disease, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/urinary tract/vaginal); infection: pid') in a (B)(6) female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dehydration, vomiting, appendicitis, bowel obstruction, cholecystitis, cholelithiasis, pancreatitis, dysplasia, paratubal cyst, fever, diarrhea, unilateral leg swelling, dizziness, vaginal discharge, colitis, pap smear and grand multiparity. Ectopic pregnancy risk: no risk factors noted. Previously administered products included for an unreported indication: mirena. Concurrent conditions included suprapubic pain, headache, light-headed feeling, gastroenteritis, lower abdominal pain, pelvic pain, bacterial vaginosis, spotting vaginal, left lower quadrant pain, diverticulitis, gastritis, ovarian torsion, ureterolithiasis, urinary tract infection, bipolar disorder, peptic ulcer disease, pyelonephritis, ureterolithiasis, right lower quadrant pain, adenomyosis, constipation and irregular periods. Concomitant products included antibiotics, doxycycline, hydrocodone bitartrate;paracetamol (norco) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and groin pain ("groin pain"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or condition: endometriosis,"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts,"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse);"), pelvic pain ("pain;") and ovarian disorder ("other injuries: ovarian") and was found to have cervix carcinoma ("history of ovarian cancer/cervical cancer") and ovarian cancer ("history of ovarian cancer/cervical cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- laparoscopic assisted vaginal hysterectomy with bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, endometriosis, ovarian cyst, cervix carcinoma, ovarian cancer, nausea, dysmenorrhoea, dyspareunia, pelvic pain, ovarian disorder, abdominal pain and groin pain outcome was unknown. The reporter considered abdominal pain, cervix carcinoma, dysmenorrhoea, dyspareunia, endometriosis, groin pain, menorrhagia, nausea, ovarian cancer, ovarian cyst, ovarian disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal hemorrhage, nausea, abdominal pain, groin pain, ovarian cysts, pelvic inflammatory disease, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs& mr received reporter information. Lot no added, case became valid as previous event injury nos was replaced with events vaginal hemorrhage, menorrhagia, pelvic pain, pelvic inflammatory disease , endometriosis, ovarian cysts, cervical cancer, ovarian cancer, nausea, dysmenorrhea, dyspareunia, ovarian disorder, abdominal pain, groin pain. . Severity added for events abdominal pain, groin pain. Medical history and concomitant drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.